Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that they found defective tubing in the rinse unit. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 165 mmol/l. The customer questioned the initial result as it did not match the patient's previous results. The sample was repeated and the result was 139 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer (fse) replaced and adjusted a punctured tube at the rinse arm. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.